Event description:
(B)(6) 2026, information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still in the hospital and they don't know how to use the stimulator. Patient mentioned they were going to have an EKG done tomorrow and some kind of manometry done at bedside. Patient has been in bed ever since implant and they wanted to know if the old battery was taken out when they put the new battery in because there was no incision. The patient was redirected to their healthcare provider (hcp) to further address the issue. On 2026-jul-16, additional information was received from the hcp. They reported that the device/therapy/procedure was causal or contributory with respect to the patient still being in the hospital. Patient reports sharp shooting pain traveling down [illegible] starting at surgical site. They will rule out any acute spinal process change versus possible nerve involvement as result of surgery. As resolution, the patient is admitted and being eval uated at the hospital. Patient outcome was reported to be fair/good.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.